Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The complaint was reported as: the complaint alleges that the light on the blade was out. No report of pt injury.